Manufacturer narrative:
The effect of using non-zimmer parts with zimmer poly/shell is not known. Exact cause for current situation is not known. No product or x-rays were returned for evaluation. Device history records indicated MFR to specification.

Event description:
It is reported that the device was implanted in 1994. Device was revised post-op in 2007, due to fracture.